Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The anchor is broken in-between the second and third anchor threads, no material appears to be missing. The suture remains attached to the inserter and is intact. Removal of the anchor and suture showed the inserter tines are bent and twisted. The condition of the device indicates it was subjected to excessive forces during use resulting in the observed damage. Per the devices instructions for use: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a shoulder rotator repair, the anchor was found broken however it was not used in the patient. The procedure was completed with a backup device and no significant delay or patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.